Event description:
It was reported that following implant, atrial capture thresholds were high. The pulse generator was programmed to vvi mode. The physician suspected a problem with the atrial connector.

Manufacturer narrative:
No medwatch form was received.